Event description:
(B)(4). Extreme weight loss, diarrhea, vomiting, muscle weakness, tremors, early onset arthritis, abdominal pain, extreme blood loss, hair loss, weight gain, distended belly, cysts on breasts, low sex drive.